Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer was stuck on a screen to put in the date/time and after she got pass that the device was prompting her to rewind. The customer was disconnected before she was transfer to helpline.